Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, product investigation indicates that the pulse generator (pg) never triggered replacement indicator while implanted and no anomaly was found upon baseline testing. This supplemental is being filed to capture the product analysis from the product investigation.

Event description:
It was reported that this pacemaker was part of a system revision due to infection with sepsis. There were no additional adverse patient effects reported. The pacemaker was explanted.

Manufacturer narrative:
As no further information concerning this product is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this pacemaker was part of a system revision due to infection with sepsis. There were no additional adverse patient effects reported. The pacemaker was explanted.